Manufacturer narrative:
(B)(4). No add'l info has been provided; however, the complaint initiator has indicated that the sample will be made available for analysis. If the sample does become available, a summary of our analysis will be provided in a supplemental report.

Event description:
Customer reported that "the proximal cuff was broken prior to use. Customer confirmed no pt involved. Covidien has made multiple attempts to collect further details related to the circumstances of this report. To date, no add'l info has been provided.